Event description:
It was reported that the screen on quick bolus button would not turn the pump on when attempting to deliver a bolus. No impact to customer's bg levels.

Manufacturer narrative:
The device has been received for evaluation; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.